Event description:
It was reported via repair work order that the scale was inaccurate due to wrong cb10 box installed by customer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.